Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the battery compartment was observed to be cracked at the opening and down to the rubber bumper. The display was observed to be faded, dim and the letters had a reddish tint. The paint on the pump casing was found to be discolored/scratched/chipped.

Event description:
The pump was returned for investigation. Investigation revealed a cracked battery compartment and a dim, faded display with reddish tinted letters. This report is made based on results of investigation completed on (B)(4) 2014.